Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had elevated impedance and has since returned to an expected range. The lead remains in use. No patient complications have been reported as a result of this event.